Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During a shift check, the customer reported that the autopulse platform (sn 24696) was unable to power on with a known-good battery when the power button was pressed. No patient involvement.